Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead failed to sense, failed to capture and exhibited low pacing impedance. The rv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, and low lead impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing found no indication of conductor fractures but did find an internal short consistent with procedural damage. All other damages were consistent with procedural damage.